Manufacturer narrative:
Additional information was received that the pain medication prescribed to the patient was for chronic pain and not for pocket pain.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient sought medical attention at the emergency room (ER) and was given a stronger medication.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient sought medical attention at the emergency room (ER) and was given a stronger medication.